Event description:
Customer reported an issue with the passport 2 monitor which may have resulted in an loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representative replaced the inverter display board and reprogrammed the system. Calibrated and safety tested unit to factory specifications.